Event description:
This event was reported as valve explatned after 3.5 years due to an unknown reason. Report came through implanted data card from the hosp; the surgeons office was unable to release info due to hippa. No further info was provided.